Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir does not leak. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was experienced high blood glucose due to leak. Blood glucose value at the time of incidence was 500 mg/dl. Customer reported that reservoir was leaking. Insulin was visible in reservoir compartment. Customer reported all components were not present. Customer stated that location of leakage was unknown. The reservoir will be returned for analysis.